Event description:
It was reported that the patient needed to stay in the hospital for a few days following implantation due to issues with the bowel. The patient stated he felt very bloated and it was hard to have a bowel movement. The patient had turned on stimulation and felt that the stimulation was bothering his bowel, so he shut the stimulation off. It was noted that the patient hadn¿t used the stimulation much until he met with the manufacturing representative who did some programming to get stimulation to cover his areas of pain. The patient stated that the issue with the bowel seemed to have gotten better within the last few days prior to the report. It was noted that the lead was located at the thoracic (approximately t7-t8). It was also reported that health care profession felt that the event was unrelated to the spinal cord stimulation (scs) device.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).